Event description:
According to the available information, the stylet was broken.

Manufacturer narrative:
B3: estimated date.

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number: 9758389. This product was a kit. It was composed with following components: guidewire: item number: sq224690, lot number: 9756599, 9756600, chiba needle 22g: item number: ss720190, lot number: 9772279, 9772280, chiba needle 18g: item number: ss720390, lot number: 9803848, dilator ch06/08/10: item number: yd250190, lot number: 9772292, j catheter: item number: yj160890, lot number: 9772267, 9772270, this issue describe concerned the j catheter. A broken metallic mandrel can occur when the metal stylet gets stuck during the procedure and doesn't come out of the catheter or comes out with difficultly. The quality database was checked and revealed one corrective and preventive action for "mandrel blocked in yj16xx". The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on the product and same defect (functionality mandrin stuck) from december 2020 to december 2024: 21 similar cases were found. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.